Manufacturer narrative:
This incident has been recorded under (B)(4). Upon completion of the investigation a supplemental/final report will be submitted.

Event description:
It was reported that during allograft processing it was reported the derma carrier doesn't advance through mesher. The washer and blade stabilizer is crooked and bent which does not hold the blade collar in place on the gear side of the mesher. Incomplete mesh on the side with the gears. The living legacy foundation is a cadaver skin bank that uses the device(s) on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure. No further follow up is indicated.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00156. Review of the most recent repair record determined the calibration met specifications and the unit passed the test cut. The roller and gear were replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. DHR was reviewed and no discrepancies related to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information available.